Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield skull clamp (a1059) reportedly slipped on a pt during a procedure. The pt incurred a laceration to the side of their head. Add'l clinical info has been requested.